Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving morphine 4 mg/ml at 0.7 mg/day via an implantable pump. It was reported that the patient experienced pocket pain due to pump flipping in the pocket. The patient reported feeling pump flipping in the pocket, which was causing her discomfort. A pocket revision was done. Upon opening the pocket, the healthcare provider discovered only one of the four anchor was secure. The catheter appeared normal and was not coiling or kinked. He anchored her pump and did not make any other changes. There were no known environmental, external or patient factors that may have led or contributed to the issue. The issue was resolved at the time of the report, and it was noted that the healthcare provider would not have any further information regarding the event.